Event description:
Caller states that he tested at 69 mg/dl on the device and had low blood glucose symptoms. He notes that he took some sugar water and the paramedics were called. He states they advised him to eat and that he felt better. His device read 125 mg/dl while the emt's device read 49 mg/dl at the same time. Later after eating breakfast, his blood glucose was 74 mg/dl and due to low blood glucose symptoms, he states he drank a soda. He states that he then tested at 246 mg/dl and 396 mg/dl back to back. The paramedics were called again and they tested him at 24 mg/dl on their device, gave him soda with sugar, and transported him to the hospital. He reports receiving a glucose IV. User stores stips in vial without a cap. No quality controls were used on this vial of strips. Requested return of suspect device and replacement was sent.